Manufacturer narrative:
E3-non-health care professional; e2- no to date, the device has not returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the powerseal malfunctioned during a therapeutic colectomy. The end user pressed the coagulation button switch by mistake while the jaw aperture was open and caused an ¿open circuit error¿. The product was inspected prior to procedure and there were no abnormalities. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported, the powerseal malfunctioned during a therapeutic colectomy. The end user pressed the coagulation button switch by mistake while the jaw aperture was open and caused an ¿open circuit error¿. The product was inspected prior to procedure and there were no abnormalities. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.¿ a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.